Event description:
The customer called and reported the insulin pump alarmed no delivery multiple times. During troubleshooting, insulin exited during a fixed prime, but was followed by a no delivery alarm. The infusion set cannula was not bent. The reservoir was changed out and the pump alarmed with no delivery again. The customer's blood glucose was 238 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose and protruded drive support disk. No excessive no delivery alarm could be confirmed due to the prime anomaly. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked case near the display window corners, cracked display window and a stained end cap sticker.